Manufacturer narrative:
Date sent: 05/02/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the device was stuck on the artery. The surgeon was able to manually pull the handles apart and they opened, but the jaws remained closed. The surgeon had to pull the device off the artery. The pt is fine.